Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported a return of pain. Impedance and connection check showed red for electrode 11 for high impedances of >40,000 ohms. Electrode 13 at 32310 ohms, and electrode 15 at 21610 ohms. The issues are attributed to the ins, but it was noted the patient has a competitor's leads in use with the ins. The cause is unknown, and the issue is not yet resolved. The rep will report any new information that becomes available.